Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report high blood glucose levels. Customer reported that she discontinued use of her insulin pump a few weeks ago due to no delivery alarms. Customer recently reconnected to the insulin pump a few days ago and continued to receive no delivery alarms. The customer did not think she was getting insulin. The customer's blood glucose reading was 157, then 350, then rose to 500 and 526 mg/dl; customer treated with a manual injection. The customer performed troubleshooting and insulin was exiting the tubing, however, customer was advised that her site may have been occluded. The infusion set was replaced. The insulin pump was not replaced or returned.